Event description:
It was reported that the patient had a device system implant on (B)(6) 2014 and was still in the hospital at the time of this report. A manufacturer representative wanted to interrogate the pump to check the drug concentration and dose, but wanted the healthcare provider (hcp) present when she did so. Pump interrogation was already attempted, but had been unsuccessful. It was noted that there was some swelling and a dressing over the pump. The patient was currently on cardiac monitoring, so there were sources of electromagnetic interference (emi) present. The device system was used to deliver morphine. The cause of the event, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).